Manufacturer narrative:
The reported events of noise and low lead impedance were confirmed. As received, a partial lead was returned cut in two pieces. External insulation abrasion was noted at 33.2-33.6 cm from distal tip; the cause of the insulation abrasion is consistent with friction to the device can. No other anomalies were found with the exception of damage consistent with that occurring at the time of the explant procedure.

Event description:
It was reported that an asymptomatic patient presented during a routine in-clinic check. Atrial lead noise was observed and the pacing lead impedance was also low. The lead was explanted and replaced on (B)(6) 2017. Patient was in good condition post procedure.